Event description:
The customer reported, the system lost power during a procedure. No patient injury reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. The surge suppressor was replaced. The system was tested and found to be working as intended, and put back into service.